Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer declined further troubleshooting with tandem technical support and no further information was able to be obtained. Customer¿s blood glucose level was 200 mg/dl.